Event description:
It was reported that the patient had increase in seizures in 2010. She had 3 seizures per week after having 3-4 per month. It was reported that after removing a glioma from the left ear her seizure control was better. The patient had a prophylactic vns generator replacement performed on (B)(6) 2013. Attempts to contact the physician for information for the event have been unsuccessful to date. A battery life calculation was performed and the generator was found to be at 1.96 years remaining until end of service.

Manufacturer narrative:
Adverse event, corrected data: initial report inadvertently reported that the event was both an adverse event and malfunction; however, adverse event should not have been selected. If explanted, give date, corrected data: initial MDR mistakenly reported the device explant which is unrelated to the patient¿s increase in seizures and should not have been reported.

Event description:
Clinic notes received into on (B)(6) 2016 contain relevant information on the reported increase in seizures. The timing of the notes identifying an increase in seizures approximately 8 months after implant. The physician attributes the increase in seizures to patient illnesses.

Event description:
Attempts were made to return the explanted vns generator but the site does not return explanted products.